Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that following an ablation procedure the patient experienced episodes of sustained ventricular tachycardia. Upon device interrogation the patient was presyncope. The device was extracted and replaced. No further patient complications were reported as a result of this event.